Event description:
A 23 yr old woman had an anaphylactic response within secnds on pic line inserted. Symptoms include hypotension, tachycardia, diminished level of consciousness. Pt was treated with benadryl and o2. (Pic removed immediately.)